Event description:
Customer was reportedly experiencing hypoglycemic symptoms and rec'd an error on the advantage meter when trying to test. Customer had to be given a glucose tablet by her husband for these symptoms. No medical treatment rec'd or sought. Requested return of suspect device and replacement was sent.